Event description:
The customer reported the insulin pump does not have an audible tone. Troubleshooting was performed and the aubible tone could not be heard.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.